Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device found a break in the distal outer 210mm distal from middle outer. An examination of the break site found that the outer was stretched at the site of the break. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. The distal end of the device including the stent outer containing the stent was still attached to the ¿distal protection device' retrieval wire. The stent and inner was also noted to be bloody. A visual and tactile inspection identified no issues with the stent or stent holder. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that 80% stenosed, target lesion was located in the severely tortuous and severely calcified bovine of aortic arch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left carotid artery. A 10x31,5.9f,135cm carotid wallstent® stent was advanced to treat the lesion. When the distal embolic protection was pulled through the stenosis, the physician tried to pull the device off of the wire; however, the catheter broke approximately 6-8cm prior to the stent and the stent was left on the wire un-deployed. The catheter that was detached came out over the wire. The guide wire was pulled out with the distal protection device and the device was completely removed from the patient. The procedure was completed with another 10x31mm carotid stent with the used of non-bsc wire. No patient complications were reported and the patient's status was fine.